Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 407452 implantable pacing lead (B)(6) 2008; addr01 implantable pulse generator (ipg) (B)(6) 2008. (B)(4).

Event description:
It was reported that the patient had an (B)(6) infection and vegetation on the right atrial and ventricular leads was confirmed via echocardiogram. The device and leads were removed and replaced following antibiotic treatment. No further patient complications have been reported as a result of this event.